Event description:
Additional information regarding patient and event details was received 01oct2020. The procedure was completed per the instructions outlines in the instructions for use. The component was placed "where it should be in the trachea". No difficulty was reported with the insertion of the percutaneous tracheostomy device. The incident occurred before the device was secured in place. The procedure was finished successfully and the patient was reported to be "fine" after the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation uz gent informed cook on 18sep2020 of an incident involving a ciaglia blue rhino percutaneous tracheostomy introducer set (rpn: c-ptis-200-wce-hc-g) from lot # 8764390. The rhino dilator slipped too easily over the white safety ridge on the guiding catheter. The device was able to be used to complete the procedure, with no adverse events reported. A review of documentation including the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a visual inspection, functional test and dimensional verification of the returned device was conducted during the investigation. One blue rhino dilator was returned for evaluation with the white guiding catheter inserted. The dilator was able to be pushed over the catheter safety ridge. No visible damage was noted to either device. Dimensions deemed relevant to the failure mode were measured and it was confirmed that the device was manufactured within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 8764390 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no additional complaints associated with this lot. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿maintain safety positioning marks of the wire guide, guiding catheter and dilator during dilating procedure to prevent trauma to posterior wall of the trachea.¿ instructions for use: tracheostomy procedure: 15. Begin to dilate the tracheal access site by advancing the guiding catheter and ciaglia blue rhino g2 advanced dilator into the trachea. To properly align the dilator on the wire guide/guiding catheter assembly, position the proximal end of the dilator at the single positioning mark on the guiding catheter. This will ensure that the distal tip of the dilator is properly positioned at the safety ridge on the guiding catheter to prevent possible trauma to the posterior tracheal wall during introduction. While maintaining the visual reference points and positioning relationships of the wire guide, guiding catheter and dilator, advance them as a unit to the skin level mark on the ciaglia blue rhino g2 advanced dilator.¿ from the information provided upon review of the dmr, DHR, dhf, IFU, and returned device, cook concluded that the device was manufactured to specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that unintended use error contributed to this incident. The IFU states to position the dilator at the safety mark on the guiding catheter and not advance past the safety mark. The safety mark on the guiding catheter is before the safety ridge, mitigating the dilator from advancing over the ridge. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the dilator of a ciaglia blue rhino percutaneous tracheostomy introducer set passed over the white hub of the white guiding catheter. A patient was undergoing a percutaneous tracheostomy procedure. The trachea was dilated using the wire guide in situ, which was then loaded with the white guiding catheter and the blue rhino dilator. During this process, it was noticed that the dilator slips "too easily over the white hub [of the guiding catheter] that should avoid the rhino from going deeper". This has reportedly happened multiple times with staff that regularly uses this product.